Event description:
Customer reported via phone call to have received a button error alarm. Customer's blood glucose was 270 mg/dl. Customer was treating blood glucose and call was dropped. Customer could not be reached.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.